Manufacturer narrative:
This event occurred sometime in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the bottom of a cap of a minicap prep kit. This occurred during connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was visually inspected and a crack was noted on the rim of the minicap. The reported event was verified but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.